Manufacturer narrative:
Device was returned for review. The covering is completely detached from the stent and one end of the stent has been expanded. The report states that the physician did not use the hemostasis tools provided by numed for the introduction of the device into the introducer. The instructions for use states "use of the tools supplied with stent is necessary to defeat the hemostasis valve without damaging the stent or covering." It is probably that the covering detached because the provided tools were not used as is specified in the instructions for use.

Event description:
As per the report from bis "physician stated that the covering was not right on this item and the stent would not fo into the introducer properly." Additional information from bis was sent on 7/11/2017. "In an email from the account: physician used saline during prep. The hemostasis tools provided by numed were not used. A 14fr mullins sheath was used. The covering never entered the introducer or the patient. The covering was very loose on the distal tip - not right. Regarding the introducer - the stent would not go in - thus it was not proper."